Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per report, the coronary occlusion was attributed to the pre-existing mobile mass (9.5 × 8.5 mm) that was adherent to the right coronary cusp, likely corresponding to a fibroelastoma and reaching the ostium of the right coronary artery (rca). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate and documented in a journal article received, during the transfemoral tavr procedure, the patient sustained an acute coronary artery occlusion. Initially, the 23 mm sapien xt valve was implanted with initial success. Subsequently, the patient presented with sudden hemodynamic deterioration and pronounced arterial hypotension. The patient experienced five episodes of ventricular fibrillation that required cardioversion and resuscitation maneuvers. The echocardiogram revealed a significant right ventricle dilatation and dysfunction. Aortography showed complete occlusion of the rca ostium. A drug-eluting stent was successfully implanted with restoration of coronary flow and immediate reversal of the shock condition. The patient required vasoactive support during the first hours following the procedure and was discharged after an uneventful hospitalization. Echocardiogram showed a normal functional prosthesis and normal biventricular function with mild tr. At 8- month follow up the patient was in nyha functional class ii.